Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing a service indication. Upon initial evaluation, physio-control observed that the device would not recognize a shockable rhythm. In this state, defibrillation therapy may not be provided, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was no longer able to reproduce the reported issue, therefore the root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device was showing a service indication. Upon initial evaluation, physio-control observed that the device would not recognize a shockable rhythm. In this state, defibrillation therapy may not be provided, if it were needed. There was no patient use associated with the reported event.